Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The initial reporter also notified the FDA. Medwatch report # (B)(4).

Event description:
It was reported that while using the bd alaris set the tubing broke. The following information was provided by the initial reporter: verbatim: broken tubing at the soft part of tubing that is inserted into the alaris pump.

Manufacturer narrative:
The following fields were updated due to additional information: h.4. Device manufacture date: 20-oct-2021. H.6. Investigation summary: a sample was received and tested by our quality team. The customer's complaint of separation was verified as the tubing was separated at pump segment when received. The dimensions of the tubing and the blue retaining ring were measured and were within the manufacturer's specifications. This failure has had a root cause in the past of user error related to excessive tensile force applied while loading pump. A device history record review for model 2426-0500, lot number 21103419 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25oct2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that while using the bd alaris set the tubing broke. The following information was provided by the initial reporter: verbatim: broken tubing at the soft part of tubing that is inserted into the alaris pump.